Manufacturer narrative:
B1- "adverse event" should be marked in the initial MDR. B2- "required intervention" should be marked in the initial MDR. H1- "serious injury" should be marked in the initial MDR. H6- patient code 3191- medical intervention should be in the initial MDR. Device code 3189 is not applicable and should be code 2993 in the initial MDR. Result code 213 is not applicable and should be code 114 in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
An article was published in the medicine in september 2019 titled,' evaluation of visual quality after evo-icl implantation for hypermyopia.' The article states that ocular pain and corneal edema were observed in 1 eye with high intraocular pressure after evo-icl implantation. The symptoms disappeared 24 hours after intravenous infusion of mannitol. Intraocular pressure in another patient was elevated two weeks after surgery. Carteolol hydrochloride eye drops were administered twice per day, and intraocular pressure recovered 5 days later. On month after surgery, intraocular pressure was stable. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted